Event description:
Pt alleges having problems with her breast implants for 6 months, (i.e. 6/96); including, "they're sliding." MRI showed rupture of the right implant, a fold in the left and her dr is concerned that it may rupture. It keeps her awake at night and she feels likely they're coming out under her arm. She is concerned that silicone is leaking throughout her body.